Event description:
It was reported that during the hyperglycemic event that resulted in emergency medical attention, which was reported under internal insulet reference # (B)(4) (MDR report reference # 3014585508-2026-19372-00), the pod was replaced once prior to seeking medical attention. Blood glucose levels were reported to be greater than 400 mg/dl at the time of the event. This report captures the second pod worn during the event. The pod was returned for investigation, and an internal cannula tear was identified.

Manufacturer narrative:
Investigation of the returned device found a tear in the internal portion of the soft cannula that contributed to the reported event. The observed soft cannula damage is currently under the referenced CAPA investigation. No further post market investigation is required. The observed internal cannula tear is related to action #(B)(4). Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.